Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the chair has a broken seat frame.

Manufacturer narrative:
Additional/updated information was added to reflect the power chair being returned to the manufacturer for evaluation. The result of the evaluation was that the seat frame was broken, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
The provider states, the chair has a broken seat frame.